Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger problem) was been confirmed. Upon evaluation, the charger was unable to charge a battery. The cause for the inability to charge was isolated to contamination on the battery board. The root cause of the contamination was unable to be positively identified but is likely due to liquid ingress of an unknown contamination. No adverse event resulted from the contaminated charger. The patient received a replacement charger.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report the patient's battery charger was not recognizing the battery packs. The patient received a replacement battery charger.